Event description:
This facility has had three events with this device within approximately 2 months. Event 1 - at the end of the cardiac cath procedure a mynx device was attempted in the right femoral artery. The physician did all of the correct steps for a successful closure device, but the mynx did not deploy correctly. The undeployed defective mynx device was removed and manual pressure was held. Manual pressure was held on groin, after mynx failure, to control bleeding. Event 2 - mynx did not deploy. Manual pressure held until hemostasis obtained. Longer (25 min) manual pressure held until hemostasis obtained. Event 3 - mynx balloon rupture upon attempted deployment. A second mynx device used successfully. Manufacturer response for mynx, (brand not provided) (per site reporter): they will evaluate all three once they receive them.